Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. The user¿s blood glucose (bg) level was 400 mg/dl and the bg level was addressed with a manual injection. Tandem technical support educated the user on the auto-off safety feature. Reportedly, the contact inadvertently turned the safety feature on when the user programmed the pump; however, the contact requested it to be off. The contact successfully turned the auto-off feature to off and resumed insulin delivery.